Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that there was a sudden increase in the number of sensing integrity count (sic) events on the right ventricular lead. It was noted that there was also an increase in premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a sudden increase in the number of sensing integrity count (sic) events on the right ventricular lead. It was noted that there was also an increase in premature ventricular contractions. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.